Event description:
On (B) (6) 2008, noise continued on the ventricular channel. The sense/pace portion of the lead was capped.

Manufacturer narrative:
The reported inappropriate therapy was confirmed via review of the stored egm's showing noise. The noise was due to a fractured competitor lead. The device performed normally during bench and automated testing.